Manufacturer narrative:
The device involved in this event has not been returned for eval. A follow up report will be submitted when the device is returned, and the eval is completed.

Event description:
Coiling treatment of a p-com aneurysm. It was reported while repositioning the coil into the aneurysm, the coil broke. The physician was able to push the coil into the aneurysm. No pt injury reported.